Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to reboot the server. A technical service engineer found that the stations and servers showing offline. So, after rebooted the system worked fine. The system functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset information found to be es s/w only server.

Event description:
It was reported by the customer that a pyxis medstation es system had a issue in patients orders which are not crossing over from epic to pyxis. The customer reported that the user was unable to remove the medication but there was delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.